Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the event issue was that the patient was very thin and the implanting physician located the ins lower than the normal placement. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :v672426, product type lead. Product ID: 3889-28, lot#: va1nkxb, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-mar-2015, UDI#: (B)(4) ; product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Almost all electrode configurations came up greater than 4000, when checking impedance. Patient complaint of shocking stimulation a few months ago and had turned device off. Patient is very thin ins seems to be implanted low where she is actually sitting on it. Programmed around open circuits it. She is scheduling a follow up with a different provider. The rep was not sure what products are still implanted in the patient she said there her past lead was not removed during her last surgery product. The issue was resolve at the time of this report. There was no surgical intervention that was planned or occurred. There were no further complications reported.